Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer was informed that malfunction code was resettable, planned to reset pump independently, and would contact tandem technical support if additional questions arose or if malfunction reoccurred.